Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics where called to assist customer at scene. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.